Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. All labels were still intact. No physical damage was found on the device. The occurrence of the no disposable alarm could be confirmed on (B)(6) 2021. A function test of the device was completed and was unable to replicate the reported problem. As a preventative maintenance, the downstream and upstream sensors replaced, and upstream sensor was calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during the use of the product, a "no disposable, clamp tubing" alarm message was indicated on the display. No patient injury was reported .